Event description:
Reporter stated that pt has been experiencing unexplained high blood glucose (20 mmol/l). Pt self-treated high blood glucose. Pt's physician felt that maybe there was a problem with the device.